Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) . No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in excellent condition. During the force sensor calibration verification, the reported issue was found. The root cause of the reported issue was found to be that the force was out of calibration. Performed force sensor calibration and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was an out of spec force at zero. No patient injury was reported.